Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 25 mg/dl. Reportedly, pump recommended a 6 unit bolus, which subsequently decreased their bg level. Reportedly, customer attempted to self treat by consuming carbohydrates; however emergency medical technicians were called and treated customer intravenously with carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.